Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample was received for evaluation. A visual inspection was performed and the union between the bag and the tube was not completely sealed. A functional test was also performed and a leak was found between the bag and the tube. The root cause can be due to an issue with the sealing machine. The manufacturing personnel were made aware of the reported issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-10-09. Mansfield product monitoring is attempting to gather additional information of the reported event. To date, no clarification has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
The reporter states that the pump set leaked during use. No patient harm reported.